Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2022-00295. It was reported that the system was not providing effective therapy. Several attempts of programing has not been able to solve the issue as patient is not happy with the efficacy of therapy. As such, surgical intervention is anticipated for the system to be explanted in the near future.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.